Event description:
It was reported on december 19, 2025, during reprocessing, the colonovideoscope tested positive for >80 colony forming units (cfus) of stenotrophomonas sp. The device was retested on january 12, 2026, and it tested positive for >80 cfus of ochrobactrum anthropi, brevibacterium casei, brevibacterium sp, and roseomonas mucosa. The device was tested again on january 29, 2026, and tested positive for more than >80 cfus of stenotrophomonas sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.